Event description:
Additional information was received. It was reported that the bifurcate had migrated approximately 4cm. The physician is unknown of the exact cause however, speculates the cause may have been due either of the following; patient¿s angled aortic neck, short landing zone, correct sizing. Currently, the maximum aneurysm diameter measures 8.5 cm. The proximal neck measures 23-27-39 mm in diameter and 10 mm in length. The left and right common arteries measure 16 mm in diameter. The right external iliac artery measures 10 mm in diameter and the left external iliac artery measures 9 mm in diameter. The patient was referred to another physician however, the patient decided to wait and consult with other physicians before considering an intervention due to the patient's age.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm measures 8.5 cm in diameter. It was reported that follow up imaging observed migration of the bifurcate with a proximal type I endoleak. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).